Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor was reseated and the fuse was replaced during the service call. The system was tested, found to be working as intended and put back into service.